Event description:
It was reported that during a primary stenting procedure (contrary to IFU) in the mid left anterior descending, difficulty was encountered inflating the balloon and the stent was partially deployed. Subsequent successful post dilatation with another balloon resulted in intimal dissection and sub-total occlusion. An additional stent was successfully deployed and the pt's symptoms resolved. A good result was reported.